Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. One g7 pps ltd acet shell 56f item# 010000665 lot# 7504674 and one g7 str monoblock shell insrtr item# 110003450 lot# 619980 were returned and evaluated. Upon inspection the devices were stuck together and could not be separated for evaluation of the threads. There is scuffing to the shaft and indentations to the strike plate of the inserter. There was no visible damage to the shell. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a zimmer biomet hip replacement, the g7 cup was implanted using a straight g7 shell insertion handle. The g7 implant cold-welded to the insertion handle, and no one could unscrew it. The handle with the g7 implant had to be removed. A new g7 cup was opened, and the curved insertion handle was used to insert the second implant into the patient. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: 010000665 g7 pps ltd acet shell 56f 7504674 g2: foreign: australia multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00300 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.